Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and a tissue tear. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat grade 4 mitral regurgitation (mr), with a bilateral leaflet prolapse. A mitraclip ntw was successfully implanted reducing the mr to a grade of 1. The following day, (B)(6) 2022, a transesophageal echocardiography (tee) was performed and revealed a single leaflet device attachment (slda). The device was detached from the posterior leaflet and it was noted that a possible tear occurred due to the slda. No additional clip was attempted or deployed to stabilize the slda clip. No additional patient complications were reported in relation to this event. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The tissue injury appears to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.